Event description:
Reportedly, during an incoming inspection on 26 mar 2019, a labeling issue was observed on reply 200 dr units: the labels included the old registration certificate information.

Manufacturer narrative:
Please refer to the document file-2019-01043_reply 200 dr_china_listsn.pdf for device serial numbers affected by this event. Preliminary analysis revealed that the root cause of the reported mislabeling is related to process issue.

Event description:
Reportedly, during an incoming inspection on (B)(6) 2019, a labeling issue was observed on reply 200 dr units: the labels included the old registration certificate information.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. Please refer to the document (B)(4) for device serial numbers affected by this event. [(B)(4)].

Event description:
Reportedly, during an incoming inspection on (B)(6) 2019, a labeling issue was observed on reply 200 dr units: the labels included the old registration certificate information.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. Please refer to the document file-2019-01043_reply 200 dr_china_listsn.pdf for device serial numbers affected by this event. This report contains the same information as the one provided in the initial report. Due to technological constraints, the acknowledgments of the initial report were not received. This follow-up report is submitted to be sure that the FDA received all necessary information on time. - attachment: [file-2019-01043_reply 200 dr_china_listsn.pdf]

Event description:
Reportedly, during an incoming inspection on (B)(6) 2019, a labeling issue was observed on reply 200 dr units: the labels included the old registration certificate information.